Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced syncope. The lower rate limit had been programmed to 60 with a rate hysteresis of 30 beats per minute. The physician stated that the lower rate limit was programmed to 75 and programming options were discussed as this patient was to undergo radiation therapy.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.